Event description:
Baxter amia automated pd(peritoneal dialysis) set with cassette has failed internal testing on 4 occasions, 2 in the past 24 hours. This prevents me from completing my home peritoneal dialysis which could be life threatening if not resolved promptly. Internet says recall has been issued but baxter staff does not seem to be aware of this and I have not been notified.